Event description:
During injection of dye; no dye was seen on radiograph/fluoroscopy. The physician traced the catheter and found that the hexabrix was leaking from the catheter in the groin area. The defective catheter was removed and replaced with a new catheter and the procedure was completed. Pt informed of event and examined 24 hrs later by physician. No related problems were found at the examination.